Event description:
An attempt was made to deploy a 2.5 mm diameter x 14 mm length micro driver rapid exchange (rx) coronary stent in to a pt. However, it was reported that, during attempted deployment, the stent came off the balloon. The dislodged stent was crushed against the vessel wall using a balloon. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: root cause of the event cannot be determined; stent dislodgement.